Manufacturer narrative:
A functional check with a mating trial neck found the complaint unconfirmed; the trial heads and the mating neck trial assembled and disassembled as intended, the ring on the trial neck locked into both trial heads. The customer's trial necks were not returned for evaluation. A two-year search of the complaint database did not identify a trend for this product code. The trials range from 6 to 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The head trial failed to hold onto the neck of this trilock neck trial. Inside of the head trial appears to be defective.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.